Event description:
The pt contacted lifescan alleging that their one touch ii meter had been displaying the clean test area message and they were waiting for a replacement meter. The medical affairs specialist (mas) spoke with the pt in 2005. The pt had not been able to test with their meter for about one month. The meter displayed the clean test area or a constant result of 175 when they attempted to test. Their doctor had advised pt to hold their insulin if their meter result was low and to notify the doctor if their meter result was high. When they could not obtain a meter result, they continued taking their usual daily insulin: 20 units of rapid acting insulin with 20 units intermediate each morning and 7 units rapid plus 5 units intermediate each evening. They monitored their urine glucose when they could not obtain a meter result. About 2 weeks ago, they took their am insulin, later in the morning they felt dizzy, had frequent urination, and vomited. They went to te hospital where a result of 500 mg/dl was obtained on the hospital device. They were treated with an IV. They were kept at the hospital for one day while their blood glucose was stabilized. The customer care representative was not able to resolve the clean test area issue. Arrangements were made for the meter to be replaced. The pt was unable to test their blood glucose level and notify their physician of abnormal results. They became hyperglycemic. Had they been able to test, their diabetes regimen might have been adjusted earlier and they may have avoided hyperglycemia requiring hospital medical intervention. The event meets the criteria for an adverse event medical device reportable.